Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification(UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to site to test the equipment. Representative reported that replacing the computer resolved the issue. The suspect computer has not been received by the manufacturer fr evaluation.

Event description:
A site representative reported that during cranial resection, the navigation system unexpectedly became unresponsive when using cranial software. Rebooting the system multiple times did not resolve the issue. The procedure was completed without the use of navigation. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer boots normally to the application screen. The cranial application started and ran normally multiple times during the burn-in testing. The tests performed showed no errors and the computer passed phd testing. If information is provided in the future, a supplemental report will be issued.